Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) and right ventricular (rv) leads became entangled after removed the sheath. The rv lead had dislodged. The ra lead and rv lead were replaced. No patient complications have been reported as a result of this event.